Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. However, unit received a21 alarmed after battery change and resets time/date to factory default. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test interface boards confirms a21 alarmed and measure c13 voltage leak at interface board. The test p-cap/reservoir does lock into place. Unit had scratched case, stained keypad overlay, stained address/serial number label, stained end cap sticker. A21 alarmed, time/clock anomaly due to c13 voltage leak at interface board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's pump was out of warranty and the customer does not need it. The customer reported no adverse event. The event involved product(s) mmt-754lwws. Troubleshooting was performed for the event. No harm requiring medical intervention was reported. Mmt-754lwws was requested and the device was returned for analysis.